Manufacturer narrative:
The customer was not able to provide pictures, the lot number, or return the device for evaluation. Without this information the device history record cannot be reviewed and a true root cause cannot be determined. There has been a total of 2,828 sold of this cord since 2016 with 4 additional complaints recorded for similar occurrences. In each occurrence, the device was either not returned for evaluation or the root cause was determined to be wear and tear of the cord. The IFU for this products recommends a twenty uses. Due to the lack of information, this can be seen as the final report. If additional information is obtained that alleges additional patient involvement or the need for corrective actions, a follow up report will be submitted.

Event description:
The customer alleged that a fire started while the surgeon was using an l-hook attached to the monopolar cord using a covidien valleylab ft10 during the surgery. The cord frayed near the plastic end, came off, fell into the pocket of the drape and started the fire. The fire was extinguished within seconds. There was no harm to the patient or the staff.